Event description:
It was reported that stent damage occurred. A 2.50x32mm promus premier¿ stent was advanced to treat a lesion. However, the stent got caught on the guide catheter and accordioned. The stent was not deployed inside the patient.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).